Manufacturer narrative:
The device was returned to olympus for inspection. A definitive root cause could not be identified. Based on the results of the investigation, the findings do not lead to a clear conclusion about the cause of the reported event. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited objective lens surface contaminated (foreign matter). There was no patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide a correction. Updated fields: h2. Corrected fields: h6, h11. In addition, the reportable malfunction was identified during the device evaluation: corrosion on the air water nozzle. Based on the results of the investigation, the most probable cause of corrosion on the air water nozzle traced to component failure. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.